Event description:
Rptr had a laparoscopic myomectomy in may 98, pt had a foley catheter placed for several hours during the procedure. Approx 48 hrs later she developed urinary tract pain and was treated with antibiotics with no reduction in pain. She states that she continues to suffer from spasm-like pain intermittently. She states that the pain is induced by voiding too frequently or not frequently enough. She has been seen by a urologist who performed a urethroscopy as well as other tests and has found nothing. She has been on pyridium chronically since may and has had to increase her dose to achieve relief. Her urologist is reported to believe that she may have adhesions from the myomectomy, however, she disagrees citing the fact that the pain began only 48 hrs post-operatively and therefore inadequate time for adhesions to have developed.